Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 1 compartment 4 was stuck, and failed drawer had not been listed under the recover storage space option. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower 1 compartment 4 had been stuck due to failed hardware. The field service engineer (fse) had addressed frequent failures reported with doors 2 and 4. The fse had cleaned the latch metal contacts and reconnected the cables. The doors had then been tested through both inventory count and in the hardware test application (hta), and it had been found to be fully functional with no double clicking sounds. The issue had been resolved. The system functioned as intended after the field service engineer repaired the device.